Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received three inappropriate shocks from the implantable cardioverter defibrillator due to electromagnetic interference when the patient was undergoing a radio frequency ablation procedure. The patient would continue to be monitored.